Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was reported from a public relations agency on 03/10/2017 that a (B)(6) female patient posted on a social media website that she has been using contact lenses for the past 16 years, and one month ago she noticed a spot in the right eye and consulted an ophthalmologist (ecp). The ecp informed the patient that ¿the vessels sprouted into the retina¿. The patient also stated that she was told that the spot in the eye was both permanent and impossible to remove due to it being ¿in the middle.¿ the ecp did not think that the event was related to contact lenses and did not recommended changing the lenses due to strong myopia. It was noted that the doctors strongly suggested administering injectable ranibizumab in the eye to prevent the condition from worsening. No further follow-up information can be obtained regarding the event or outcome.